Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk; unable to perform occlusion, prime and excessive no delivery tests due to a33 alarm. The insulin pump passed operating current, a21 error test and displacement test. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot and cracked battery tube threads. The insulin pump was missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated they are receiving a compromised force sensor alarm. The customer was priming andit doesn't seem to work and has tried to reinsert the reservoir but insulin keeps pushed out. The customer was advised what the alarm is and that the pump would need to be replaced.